Event description:
A report was received that a patient's ipg was experiencing difficulty holding a charge. Further analysis by a bsn employee confirmed the ipg exhibited premature battery depletion. The physician replaced the ipg and the patient was reportedly doing well following the procedure.